Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, a batch record review and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed; testing met the acceptance criteria and determined the reagent is performing acceptably. In addition to the accuracy testing, an analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis concluded that all reagent lots read patient results consistently therefore determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the lot in question. No issues were identified which would indicate a product deficiency from the batch record review. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect total b-hcg reagent, list 07k78, lot 64398ui00 , was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect b-hcg result. The customer provided the following results for a patient undergoing invitro fertilization: (B)(6) 2016: sid (B)(6): initial 208.9 miu/ml (positive), recentrifuged (B)(6) 2016 retested: <1.2 miu/ml (negative). (B)(6) 2016 sid (B)(6) (new specimen): <1.2 miu/ml (negative). There was no impact to patient management reported.

Manufacturer narrative:
It was identified on 07/26/2017 that the final outcome of the product evaluation was incorrectly documented in the follow-up manufacture report: 3005094123-2016-00044-02. The conlucison code has been corrected and the evaluation outcome determined that no malfunction was identified, as follows: based on the available information no product deficiency and no malfunction of the architect total b-hcg reagent, list 07k78, lot 64398ui00 , was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended. However, no systemic issue or product deficiency was identified. Correction: conclusion code. (B)(4) is being replaced by (B)(4).